Event description:
It was reported that the patient had the artificial urinary sphincter was removed due to unspecified reason. A new artificial urinary sphincter consisting of a 3.5 cm cuff, pump, and balloon were implanted.